Event description:
It was reported that an occlusion alarm occurred. The next day the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level in the 600s mg/dl. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified by healthcare providers. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
A customer reported that customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level in the 600s mg/dl. Cause was unknown. The customer received treatment with intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified by healthcare providers. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.